Event description:
An international employee reported that the touchscreen of a user's handheld device had become unstable to the point that the user was unable to navigate to the desired screen(s).

Event description:
The serial number and software version number of the suspected device were provided and it was indicated that the user intends to retain the unit for back-up purposes. Thus, no product analysis can be performed by the manufacturer.